Manufacturer narrative:
Other, other text: two samples were received (one used) and one underwent functional testing by connecting to water bag. It was noted that no air bubbles were detected; unable to confirm the reported customer complaint. The used sample however was unable to be tested given the condition of the device.

Event description:
Information was received that air is leaking into system after being primed-air rushing into the line through the filter when held above the rest of the tubing and bag. Saline hydration bags delivered (already spiked and primed with tubing) had a significant amount of air in the bags and tubing. No patient injury. It was determined that air was entering the hydration bags through the air eliminating filter in the 7345 tubing.